Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to sepsis. Log files had been obtained immediately before the patient's death. The log files captured mainly routine events, with some persistent low flow events near the end of the data capture that appeared to be patient related.

Manufacturer narrative:
B5 narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the device operated as intended. The outcome was not considered to be device or therapy related because the patient's pneumonia worsened. The low flows occurred just before the patient passed away. The sepsis was due to the persistent driveline infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection and sepsis could not conclusively be determined through this evaluation. Review of the submitted log file confirmed low flow alarms; however, a specific cause could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief were not returned. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification, and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. B and the heartmate ii lvas patient handbook, rev. D are currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including infection, sepsis, and death. This document also lists infection as a potential late postimplant complication. Several sections of the heartmate ii lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The IFU also provides an explanation of pump parameters, including pump flow, and describes situations which may result in a low flow hazard alarm such as changes in patient conditions. The IFU explains that pump flow is estimated based on pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU and patient handbook outline system alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 narrative info. H6 codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the device operated as expected and the outcome was not considered to be device or therapy related. The patient had worsening pneumonia. The source of the patient's sepsis was a persistent driveline infection with an onset of (B)(6) 2024. In (B)(6) 2024 the patient was infected with covid-19 and developed respiratory infection and general weakness. The patient passed away due to a pseudomonas aeruginosa infection.